Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that dignishield was completely dirty in the inner packaging and was opened.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although a specific cause could not be determined, based on the risk document a potential root cause for this event could be ¿not clear instructions and missing pictures for lid position". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labeling could not have prevented the reported issue. Correction: d, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that dignishield was completely dirty in the inner packaging and was opened.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was not used on the patient. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "incomplete taping of shipping box". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that dignishield was completely dirty in the inner packaging and was opened.